Event description:
This spontaneous report was received on (B)(4) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed, for general oral hygiene (route dental, lot number 3122d, frequency and expiration date unspecified). After an unspecified duration, while using the floss, the cutter and top of the floss broke. The consumer also stated that the consumer reused the same floss three times before replacing it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 30-jul-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 05-jun-2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed, for general oral hygiene (route dental, lot number 3122d, frequency and expiration date unspecified). After an unspecified duration, while using the floss, the cutter and top of the floss broke. The consumer also stated that the consumer reused the same floss three times before replacing it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 17-jul-2013. A review of the data associated with this complaint revealed no adverse trends and no trend involving lot number 3122d. The sample was received on 26-jun-2013 and was visually inspected which revealed that the insert was broken where the cutter was holding as stated in the complaint reported. The evaluation of the retained sample and the review of the device history records and manufacturing issues demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the reported device. (B)(4). This was the only complaint affected by this defect rate calculation. The disposition was confirmed. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.